Event description:
Reporter provided additional info. The lens would not eject from the cartridge of the delivery system. The trailing haptic would not unfold. The complaint product was changed from the intraocular lens to the delivery system cartridge. The pt had a good outcome with a current visual acuity of 20/25.

Event description:
A surgeon reports that a bent haptic was noted after insertion. Enlargement of the incision was required to accommodate removal of the intraocular lens. Additional information has been requested.